Event description:
It was reported that the generator was returned to the international service center to carry out electrical safety control and for recalibration of the unit. No further info is available. No reported patient consequence.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the int'l service center for a checkout. The main pcb and front panel were damaged. To correct the issue they were replaced. The data base was reviewed and no prior servicing history was found, therefore no service history review could be done. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.